Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted on (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of far field r-waves (ffrw) and undersensing of p-waves. It was also reported that the right ventricular (rv) lead exhibited high and unstable thresholds. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.